Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg. The sjm representative met with the pt and confirmed the issue. The pt was to consult with her physician regarding surgical intervention being taken at a later date to resolve this issue. Follow-up information indicated the pt has not decided if she is going to pursue surgical intervention at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.